Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: when targeting accuracy was checked prior to nail insertion, the drill did not pass through the distal hole of the nail and contacted the anterior of the nail. When the nail was replaced and checked again, the drill made contact with the anterior of the nail as well. So, the surgeon switched to using other systems.

Manufacturer narrative:
Correction - please refer to d9/h3 - the product was returned for evaluation, h6 (device &method code). The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received targeting sleeve was visually inspected where device looked to be in good appearance, but a small fragment of the clamping lever was broken from the thinnest cross-section of the web. The broken surface indicates towards breakage in a brittle manner as indicated by smooth surface without any plastic deformation and the surface around the breakage portion showed irregular milling groove indicating towards mishandling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a combination of user and manufacturing related issue. The event was caused as the device fell which is also stated in the event description and confirmed during device inspection as well. Although, an nc was previously opened because of a recurring issue of breakage of the device and a CAPA was initiated which suggests that there are manufacturing errors, leading to the piece to be more fragile and lead to breakage. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: when targeting accuracy was checked prior to nail insertion, the drill did not pass through the distal hole of the nail and contacted the anterior of the nail. When the nail was replaced and checked again, the drill made contact with the anterior of the nail as well. So, the surgeon switched to using other systems. Update 9/2/24 additional information indicates the drill was damaged by falling due to the inspector's negligence.